Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to the emergency room after receiving a shock from the implantable cardioverter defibrillator (ICD). Interrogation of the device revealed that there were mulptiple tachycardia episodes due to what appeared to be ventricular lead noise. There were multiple episodes inappropriately in the ventricular fibrillation zone, with two episodes of inappropriate anti-tachycardia pacing and one episode of inappropriate shock. The right ventricular lead had a jump in pacing impedance that doubled the previous value, and had a rise in capture threshold. Lead noise was reproduced on the right ventricular lead with pocket manipulation and isometrics. Tachycardia detection and therapy were disabled and the pacemaker was reprogrammed. Later, the right ventricular lead was explanted and replaced, and the patient was in stable condition throughout.

Manufacturer narrative:
Correction - h6, h10. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.